Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had alleged that the insulin pump was under delivering insulin. Customer was alleging under delivery because their high blood level was not decreasing even when they changed and checked the infusion set. Customer experienced high blood glucose levels for all week. Customer's current blood glucose level was 392 mg/dl. Customer treated high blood glucose with manual injection. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.